Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Before use on the patient, when opening the package, it was found that the suture had been detached from the needle. The product was not used for the surgery. It was not a control release needle. Upon return of the sample, the top foil was visually inspected, and holes in the cavity were observed. This condition contributed to the degradation of the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device analysis: visual analysis of the returned product revealed that a top foil, a paper lid, and a needle reparked and several suture pieces in a winding former of product code vr944 were received to ethicon for evaluation. The suture has begun with process degradation caused by exposure to the environment and the needle detached from the strand. The product code vr944 contains an absorbable suture. As the sample was received open, the time of exposure to the environment could not be determined and functional tests cannot be performed. The top foil was visually inspected, and holes in the cavity were observed. This condition contributed to the degradation of the suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.